Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During the use of 2.4mm jetstream® xc atherectomy catheter in an atherectomy procedure, it was noted to have stuck on the unspecified protection device. No patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported the lesion being treated was the distal superficial femoral artery (sfa) to the proximal popliteal. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The guidewire lumen and the catheter shaft were checked for damage. The guidewire was stuck in the device when returned. Dissection of the tip of the device showed that the device had been run over the coils of the tip. When the device is run that far distal to the tip of the guidewire there is a chance of the coils stretching and separated and causing the device jam and stick on the wire as it was in this case. The coils were stuck inside of the masticator (aka proximal cap), the bushing and the distal cutter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user/use error. The dfu lists the compatible guidewires that are to be used with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. In this case an incompatible guidewire was used. (B)(4).

Event description:
It was further reported the lesion being treated was the distal superficial femoral artery (sfa) to the proximal popliteal. No patient complications were reported and the patient was stable.